Event description:
It was reported that the cutting accessory came out of the maestro r attachment while in run during testing conducted at the manufacturer's facility. There was no procedure, no patient involvement, no delay, no medical intervention and no adverse consequences reported with this event.